Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air water cylinder had foreign objects, air water tube had foreign objects, and auxiliary tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation. A root cause could not be identified. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.